Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported device removal 24 hours following implantation due to a post-operative hematoma. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, crease flat, deformation. No other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported device removal 24 hours following implantation due to a post-operative hematoma. This record relates to the left side.